Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by seven minutes, cause was unknown. In addition it was reported that the customer experienced a high blood glucose level, exact value was not provided. Tandem technical support performed a system check and determined that the customer was using the cartridge past labeling and the time was inaccurate. Customer corrected the time to address the issue.